Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that troubleshooting found that the positioning sensor unit (psu) of the navigation system required replacement as the internal strobe error is in relation to that component. However, the site has not confirmed purchase of the new component and the replacement. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the camera for the navigation system displayed an internal strobe error. It was reported that a cross appeared on the camera icon when starting up. Restarting the navigation system resolved the reported issue. There was no patient present when this issue was identified. No additional information was provided.